Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve 29mm implanted in mitral position underwent surgery for valve in valve procedure after an implant duration of approx 12 years and 7 months due to degeneration leading to leaflet motion restricted and leaflet prolapse causing severe eccentric regurgitation and paravalvular leak. A 29mm transcatheter valve was implanted through transapical approach with no reported complications.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.